Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis found a non-functional telemetry failure. However, during the process of exposing the hybrid test points, the device experienced a por event clearing the no telemetry failure.

Event description:
The device was returned with no information. Analysis found a non-functional telemetry failure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.